Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that a fluid leak was observed after completing a peritoneal dialysis treatment. The patient¿s cycler was replaced. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. There was no medical intervention and no treatments were missed.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Valve actuation test passed. System air leak test passed. Mushroom head check passed. Negative for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.